Event description:
The account alleged the brakes at the foot end of the stretcher would set but not hold. No patient impact.

Manufacturer narrative:
The technician found the linkage from the brake pedal to the brake rod is broken. The technician installed the brake steer upgrade kit to resolve the issue.